Event description:
It was reported to boston scientific corporation that a wallflex¿ esophageal fully covered stent was implanted during a stent placement procedure to treat an anastomotic stricture performed on (B)(6) 2015 as part of the e7025 wallflex fully covered benign anastomotic stricture rct study clinical trial. On (B)(6) 2014, the patient had undergone a trans-hiatal esophagectomy and the anastomosis was stapled. A post esophagectomy anastomotic stricture was diagnosed on (B)(6) 2014. The first post esophagectomy dilation was performed on (B)(6) 2014 and the second was performed on (B)(6) 2015. The maximum diameter of the last dilation was 18mm. The patient¿s baseline vas (visual analog score) pain scale score was recorded as 1. According to the complainant, the patient was admitted to the hospital on (B)(6) 2015. The patient underwent the study stent placement procedure on (B)(6) 2015. The proximal edge of the anastomotic stricture was located 20cm from the incisors and the stricture length was 1cm. The wallflex¿ esophageal fully covered stent was successfully implanted and remained in place at the end of the procedure. The proximal edge of the wallflex¿ esophageal fully covered stent was located 18cm from the incisors. The patient was discharged from the hospital on (B)(6) 2015. The patient was examined during a per-protocol 2 week follow-up visit that was conducted on (B)(6) 2015. It was reported that the patient¿s vas (visual analog score) at the visit was recorded as 0. The physician noted that the patient had recurrence of dysphagia caused by recurrence of the stricture as the wallflex¿ esophageal fully covered stent had migrated. On (B)(6) 2015 the physician performed an endoscopy procedure where the stricture was dilated and the wallflex¿ esophageal fully covered stent was removed from the patient.

Manufacturer narrative:
(B)(4). The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.